Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/06/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/06/2013. There was no adverse event associated with this complaint.